Event description:
It was reported that the brakes were not functioning properly on this bed. No injury to pt or user was reported.

Manufacturer narrative:
Incorrect service installation of brake component.